Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent successful angioplasty using the first balloon (subject device) and then the second balloon to treat 99% critical intracranial stenosis involving supraclinoid segment of the right internal carotid artery (ica). However, after both balloons were used, follow-up imaging demonstrated a flow-limiting dissection involving the petrocavernous segment of the right ica. The dissection was treated with two overlapped stents. Post procedure angiogram showed residual focal stenosis at the junction of the petrous and cavernous segments of the right ica was measured in the 65% range. The patient tolerated the procedure well and was discharge to the care of referring clinician.

Event description:
The patient underwent successful angioplasty using the first balloon (subject device) and then the second balloon to treat 99% critical intracranial stenosis involving supraclinoid segment of the right internal carotid artery (ica). However, after both balloons were used, follow-up imaging demonstrated a flow-limiting dissection involving the petrocavernous segment of the right ica. The dissection was treated with two overlapped stents. Post procedure angiogram showed residual focal stenosis at the junction of the petrous and cavernous segments of the right ica was measured in the 65% range. The patient tolerated the procedure well and was discharge to the care of referring clinician.